Manufacturer narrative:
Concomitant medical products: 5054-58 lead, implanted: (B)(6) 2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable thresholds, intermittent loss of capture, and undersensing. It was also noted that the lead was not sensing the p-wave. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.